Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, menometrorrhagia, uterine bleeding, yeast infection, multiparous and hemostasis. Concomitant products included ibuprofen since 2001 and ibuprofen since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). The patient was treated with escitalopram oxalate (lexapro) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the uterus sounded to 9 cm. Both tubal ostia evidence of fibroids or polyps. Once coils were placed, the right tube had 3 recoils visualized coming from the tubal ostia and the left side had 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report final pathologic diagnosis uterine contents; dilatation and curetiage: - benign proliferative endometrium with stromal breakdown. Clinical history: menometrorrhagia. Specimen(s) received: uterine contents diagnosis: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, menometrorrhagia, uterine bleeding, yeast infection, multiparous and hemostasis. Concomitant products included ibuprofen since 2001 and ibuprofen since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced anxiety ("mental anguish"). The patient was treated with escitalopram oxalate (lexapro) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details, specify- the uterus sounded to 9 cm. Both tubal ostia evidence of fibroids or polyps. Once coils were placed, the right tube had 3 recoils visualized coming from the tubal ostia and the left side had 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2012: surgical pathology report final pathologic diagnosis uterine contents; dilatation and curettage: benign proliferative endometrium with stromal breakdown. Clinical history: menometrorrhagia. Specimen(s) received: uterine contents diagnosis: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish were added. Lot number, new reporters, concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.